Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot#: v016187, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(4), ubd: 06-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there were high impedances; only 2 contacts remained valid. The rep reported that even so, patient retained good paresthesia coverage and wished to continue using stimulator with only these 2 contacts. Patient has been advised that if one more contact goes to high impedance, she would need a lead revision. The rep ran an impedance check, reprogrammed and educated. Issue resolved at this time. Patient was sent for x-rays after today's reprogramming. Patient instructed to call if system stops working.